Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set, with duo vent, would not allow solution to flow through. This occurred during priming, therefore there was no patient involvement. The reporter stated that the spike was seen piercing the non-rigid medication bag, and fluid was able to enter the drip chamber when squeezed, however fluid would not flow further through the tubing. The problem occurred with different medication bags and stopped occurring when a different set was used. The reporter confirmed that the tubing was unclamped. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.